Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with near vision and had uncorrected astigmatism. The iol was exchanged with an alternate iol in a secondary procedure following the initial procedure. No further information is expected